Manufacturer narrative:
Patient''s date of birth unk. Patient''s weight unk. Patient''s ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk the device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead but did not reach the distal tip of either lead. For the rv lead, the original implanter had left a large loop in the lead in the rv in 2006. The lld got down to the top of the large loop, about 2/3 of the way down the length of the lead. For the ra lead, the lld did not progress to the tip of the ra lead as there may have been a small crush or fracture in the lead in the area of the subclavian vein preventing advancement. The physician began working on the rv lead with a spectranetics 14f glidelight laser sheath. Not able to progress, the physician switched tools to a spectranetics 11f tightrail sub-c rotating dilator sheath which progressed some, then he went back to the 14f glidelight, then to the tightrail sub-c again, approaching the innominate vein. He then chose to attempt extraction of the ra lead to attempt to free the lead on lead binding site in the innominate region. He used the 14f glidelight device and the 11f tightrail sub-c,he was able to get to the binding site at which they stalled during the rv lead attempted removal. While pulling on the lead and getting through the binding sites, the ra lead tip dislodged and free floated in the ra, with the lead tip aimed down the inferior vena cava (ivc). No hemodynamic changes occurred in the patient, so the physician used the 11f tightrail sub-c until the device was out of length and then switched to a spectranetics 11f tightrail device. He was able to make progress on the ra lead, switching back and forth between the glidelight and tightrail devices. At this time the ra lead appeared to be stretching apart. A decision was made to snare the ra lead. Using a merit medical en snare endovascular snare system, the physician successfully grabbed the tip of the ra, and the physician then progressed over the ra lead with the 11f tightrail device. The ra lead was then successfully removed. He turned his attention back to the rv lead. He encountered stalled progression as the rv lead turned from the innominate into the superior vena cava (svc). After alternating devices between the 14f glidelight and the 11f tightrail unsuccessfully, he switched to a 16f glidelight device, which was also unsuccessful. The physician then switched to a 13f tightrail device, which worked very well. Slow progression took place into the svc and then into the rv, 5-10 cm from the rv lead tip. The rv lead was still stuck in the rv apex and when he pulled on the lead he observed no further adherence or binding, except at the rv tip. The physician advanced the tightrail device a little further near the rv lead tip and the lead then popped back into the tightrail sheath. The patient''s blood pressure dropped approximately 20 seconds after the rv lead was freed. Rescue efforts began immediately, including rescue balloon, CPR, pump and sternotomy. An rv apex perforation was confirmed. Repair to the rv apex was successful and the patient survived the procedure. This report captures the lld which was applying traction to the rv lead when the rv apex perforation occurred. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Patient's ethnicity/race unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to cied system/ pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead but did not reach the distal tip of either lead. For the rv lead, the original implanter had left a large loop in the lead in the rv in 2006. The lld got down to the top of the large loop, about 2/3 of the way down the length of the lead. For the ra lead, the lld did not progress to the tip of the ra lead as there may have been a small crush or fracture in the lead in the area of the subclavian vein preventing advancement. The physician began working on the rv lead with a spectranetics 14f glidelight laser sheath. Not able to progress, the physician switched tools to a spectranetics 11f tightrail sub-c rotating dilator sheath which progressed some, then he went back to the 14f glidelight, then to the tightrail sub-c again, approaching the innominate vein. He then chose to attempt extraction of the ra lead to attempt to free the lead on lead binding site in the innominate region. He used the 14f glidelight device and the 11f tightrail sub-c, he was able to get to the binding site at which they stalled during the rv lead attempted removal. While pulling on the lead and getting through the binding sites, the ra lead tip dislodged and free floated in the ra, with the lead tip aimed down the inferior vena cava (ivc). No hemodynamic changes occurred in the patient, so the physician used the 11f tightrail sub-c until the device was out of length and then switched to a spectranetics 11f tightrail device. He was able to make progress on the ra lead, switching back and forth between the glidelight and tightrail devices. At this time the ra lead appeared to be stretching apart. A decision was made to snare the ra lead. Using a merit medical en snare endovascular snare system, the physician successfully grabbed the tip of the ra, and the physician then progressed over the ra lead with the 11f tightrail device. The ra lead was then successfully removed. He turned his attention back to the rv lead. He encountered stalled progression as the rv lead turned from the innominate into the superior vena cava (svc). After alternating devices between the 14f glidelight and the 11f tightrail unsuccessfully, he switched to a 16f glidelight device, which was also unsuccessful. The physician then switched to a 13f tightrail device, which worked very well. Slow progression took place into the svc and then into the rv, 5-10 cm from the rv lead tip. The rv lead was still stuck in the rv apex and when he pulled on the lead he observed no further adherence or binding, except at the rv tip. The physician advanced the tightrail device a little further near the rv lead tip and the lead then popped back into the tightrail sheath. The patient's blood pressure dropped approximately 20 seconds after the rv lead was freed. Rescue efforts began immediately, including rescue balloon, CPR, pump and sternotomy. An rv apex perforation was confirmed. Repair to the rv apex was successful and the patient survived the procedure. This report captures the lld which was applying traction to the rv lead when the rv apex perforation occurred. There was no alleged malfunction of any spectranetics device in use during the procedure.